Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. Upon interrogation, the device was observed to be in hw reset mode. Lead noise was also noted via psa. Fluoroscopy revealed lead fracture at the yoke of the lead in the rib-clavicle area. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.